Event description:
Info received indicates the pump shuts off while feeding is in process.

Manufacturer narrative:
Device was not returned for investigation. This MDR is being sent as part of a retrospective review for reportability.